Manufacturer narrative:
Since the original report was filed the investigation has completed. The impella pump was returned for analysis but, not the introducer sheath. When the pump was examined biomaterial was round entraining the impeller. There was no damage or rough surfaces to the pump's repositioning sheath. The data logs were retuned and analyzed. The logs did reveal that the pump was not in an optimal position, and did reveal an alarm of the pump on valve. The hemolysis was due to the pump being improperly positioned. The cause of the ischemia was most likely due to the patient's known peripheral arterial disease. The failure modes of hemolysis and limb ischemia will be monitored and trended.

Manufacturer narrative:
The complainant in (B)(6) has not yet returned the pump product nor the imaging as requested. The data logs have been returned for analysis. The analysis is on-going at this time. Upon completion, a final report will be submitted.

Event description:
The complainant in (B)(6) admitted a patient with myocarditis. To give the patient hemodynamic support an impella cp was placed via the right femoral artery. When on support the limb with the impella experienced limb ischemia that was treated with a contralateral leg external bypass. Within 24 hours the pump was explanted and replaced due to concern of hemolysis. A second impella was successfully placed for the continuation of the support.